Manufacturer narrative:
(B)(6).

Event description:
It was reported that the programmer exhibited noise and had a burning smell. The device could not be setup for use.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.